Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that there were no symptoms that the patient was experiencing. The medications and rf relieved symptoms. The patient was referred for explant. There were no spinal cord stimulator (scs) issues.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 377660, lot # v015021, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 377660, lot# v015021, implanted: (B)(6) 2007, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that the device had been explanted. The cause of the event was unknown. The patient outcome was unknown.

Event description:
It was reported that the implantable neurostimulator (ins) and 2 leads were explanted for unknown product issues. The explant was planned for (B)(6) 2015. Follow-up was performed to determine what the issues were with the products, if the patient experienced any symptoms, and what the outcome of the explant was. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 377660, lot# v015021, implanted: (B)(6) 2007, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins), serial # (B)(4), determined the ins was functionally okay. Insignificant anomalies were found. Analysis of the lead, lot # va0apdw006, found that the conductor was broken within 10 cm of the connector area. Wire #1 was broken 2.8 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.